Manufacturer narrative:
Patient city: (B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient's infusion set was detached while at work on (B)(6) 2024. The infusion set was in use for four days. No further information available.